Event description:
The customer contact reported a leak; subsequently bleed back was noted. The tubing set was being used to deliver an unspecified volume of normal saline via gravity. The option-lok male adapter of the tubing set was connected to the pt's IV access site. After an unspecified length of time, it was reported that solution leaked from leg of the proximal clave y- site of the tubing set. An unspecified volume of bleed back was noted. The tubing set was replaced and the therapy was resumed. There were no reports of any adverse pt effects and no reported delays therapy critical to the pt. No medical interventions were requested. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. Representative devices from the same lot were received. Investigation is not complete.